Event description:
A diabetes educator at the hospital called in to report a customer who has been hospitalized due to low blood glucose. The customer was in a vehicular accident and was admitted to the hospital. The customer had stated that he got lost while driving and began driving too fast and ended up in an accident. Customer was unsure as to what caused the low blood glucose. Performed troubleshooting on the insulin pump with educator. Basal rates are high for the customer. Customer is currently being prepared for surgery. Advised to call back with customer to provide more information. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.